Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device

Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer amulet was chosen for implant using an 12 f amplatzer torqvue delivery system. A small baseline pericardial effusion was noted prior to the start of the procedure. Transseptal puncture was performed at an inferior mid location, and the patient was in normal sinus rhythm at the time of the procedure. Heparin was administered, achieving an activated clotting time (act) of 320 seconds, with left atrial pressure reported to be greater than 12 mmhg. During device deployment, there was difficulty with implantation requiring multiple manipulations, including three partial recaptures and one full recapture of the device into the delivery system, after which the device and delivery system were exchanged. No wire was placed in the left atrial appendage, and there were no multiple wire or delivery sheath exchanges, with no wire positioned in the upper or lower pulmonary veins. During the procedure, the patient developed a pericardial effusion, and cardiac tamponade was concluded to be present by the physician(s). Pericardiocentesis was performed, and a reversal agent (protamine) was administered. Subsequently, the patient was transferred to surgery for further management.